Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer and associated hardware. System operates as intended.

Event description:
Customer reported the system will not boot. No patient injury was reported.